Manufacturer narrative:
This incident is the direct result of misuse of the product in failing to heed the warnings/instructions provided with the product. There are instructions/warnings provided with unit stating to never place vaporizer where accessible to children, to use supervision when unit is used near children and that the steam from the unit can cause burns.

Event description:
The complainants reported using a vaporizer for their 14 month old child. The child crawled to the vaporizer and put his hand on the vaporizer which caused a 2nd degree burn and scarring to the child's hand.